Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire pump over infusion - vi 31ml, actual delivery 36ml. Pump treatment information: conc 1:2mg/ml, rate 0, bolus 1mg, 20 min lockout, 3 boluses/hr. Alarm settings: occlusion units psi, occlusion pressure 10psi, pump unattended 2 min, infusion near end 10 min, alarm volume max. Type of drug: morphine. Kindly acknowledge no human harm caused: caused no human harm. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): 10psi. What was the initial bag volume: 100ml. Patient involvement: yes. Death/serious injury: no. Human harm: no. Medical intervention needed: no."